Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 47 mg/dl; the cause of the low bg was not known. The ER gave the customer a glucose drink to address the low bg level. The customer was in the ER for four hours and was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.